Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "failure alarm" was confirmed as failure code 16:336:936:xxxx during product evaluation. This condition was reproduced. The root cause of this condition was a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. A device history record review was performed, and no abnormality was observed. The device not has been previously sent into service for the reported condition of "c.120 undetermined service code." Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "failure alarm". This condition has the potential to cause an interruption of delivery. This condition was found in the central supply department. This event occurred during delivery. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is vista minor(5.04.00).